Event description:
Told to report by staff 1 after query about defective equipment. Patient was intubated without any issue with sheridan 37fr l sided double lumen tube. After intubation, tube was corrected positioned and leak was noted. Tube and placement were confirmed and both correct, however double lumen tube adapter was noted to be cracked and broken causing a large air leak. Tube adapter is in the endotracheal tube kit provided by sheridan. Equipment was replaced and the adapter with its previous packaging was turned into staff1 with the corresponding lot number.